Manufacturer narrative:
H.6. Investigation: bd had not received samples, but one photo was provided for investigation. The photo was reviewed, the photos shows a gel string on the inner wall of the tube, confirming the complaint for gel smearing. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. A definitive root cause could not be determined. Review of past complaints does not indicate a trend for this product issue, over the past 2 years there were 34 complaints for this reported defect on this material number

Event description:
It was reported the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes experienced poor separator movement and clogged/blocked instrumentation probe. The following information was provided by the initial reporter. The customer stated "experienced gel separator floating to the top. After centrifugation gel is floating on top of plasma and causes the instrument probe to become clogged and must be replaced. It delayed test results."

Manufacturer narrative:
Medical device expiration date: unknown ; device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes experienced poor separator movement, and clogged/blocked instrumentation probe. The following information was provided by the initial reporter. The customer stated, "experienced gel separator floating to the top. After centrifugation gel is floating on top of plasma, and causes the instrument probe to become clogged and must be replaced. It delayed test results."